Event description:
The initial reporter stated they received discrepant results for three patient samples tested with ise indirect na (sodium) and cl (chloride) for gen.2 on a cobas pro ise analytical unit. No questionable results were reported outside of the laboratory. Patient sample 1: the sample initially resulted in a na value of 172.2 mmol/l and repeated as 138.67 mmol/l. The sample initially resulted in a cl value of 120.73 mmol/l and repeated as cl 99.67 mmol/l. Patient sample 2: the sample initially resulted in a na value of 178.19 mmol/l and repeated as 137.29 mmol/l. The sample initially resulted in a cl value of 127.85 mmol/l and repeated as 102.25 mmol/l. Patient sample 3: the sample initially resulted in a na value of 150.88 mmol/l and repeated as 137.68 mmol/l. The sample initially resulted in a cl value of 112.72 mmol/l and repeated as 102.10 mmol/l.

Manufacturer narrative:
The na and cl electrode lot number and expiration date were requested but not provided. The field service engineer found a contaminated sipper needle and cleaned it. After these service activities, the issue did not re-occur. The investigation determined the service actions performed resolved the issue.